Manufacturer narrative:
Concomitant product: product ID 3888-45, lot # 0207419176, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient experienced a ¿sudden¿ loss of stimulation and therapeutic effect and ¿stimulation in the wrong location.¿ impedance testing found ¿good impedances.¿ x-rays were taken, however the results were not reported. The patient had been implanted three days prior to report and it was noted that ¿everything worked fine¿ on that day. A revision procedure was performed at the time of report and it was found the patient ¿still had good impedances¿ when their lead was tested with an external neurostimulator (ens), however there remained ¿no stimulation¿ for the patient. During the revision the physician ¿found that the electrode was filled with blood¿ and replaced the lead as a result. Following the replacement of the lead, the patient¿s ¿impedances were still fine, but again no real stimulation¿ was experienced. There were no patient complications associated with the event and the patient was alive with no injury at the time of report.

Manufacturer narrative:
Device evaluation: analysis of the lead found the ¿suspected body fluids were observed inside the lead¿ and that the ¿suspected body fluids did not affect the form, fit, or function of the product.¿ additionally it was found the lead¿s distal end had been stretched. No significant anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.